Event description:
The customer observed significantly higher clinical chemistry sodium, chloride and potassium patient results in comparison with external sources. The customer stated quality controls and proficiency samples were good and internal comparison between instruments was excellent. The discrepant results were used for individual patient management. The customer provided one example of discrepant potassium results for (B)(4) on (B)(6) 2011: initial architect result = 6.3 mmol/l, repeat testing on (B)(6) 2011: 6.3, 6.4, and 6.3 mmol/l, respectively. The customer repeated testing on (B)(6) 2011 with the olympus method and an initial potassium result of 4.9 mmol/l was generated. Repeat olympus testing on (B)(6) 2011: 4.9 mmol/l. The customer was advised to recalibrate analyzer pipettors and was trained on specimen handling, as there was discrepant potassium results due to hemolyzed specimens. The customer's issue is MDR reportable. There was no known impact to patient management.

Manufacturer narrative:
The customer reported intermittent discrepant potassium and chloride patients results were generated on architect c8000, serial number (B)(4). There was no evidence the customer performed troubleshooting and/or replaced parts to resolve the issue. The architect system logs were not helpful because the pressure monitoring and liquid level sense logs did not encompass the timeframe when the discrepant results were generated. The customer was trained regarding specimen handling with regard to hemolyzed specimens, as specimen hemolysis has the potential to generate erroneous potassium results. The customer stated specimen handling could potentially be an issue and acknowledged some patient samples received were old and not of good quality, and sometimes hemolyzed. The abbott technical area specialist performed a 20 sample comparison study at the customer site using random samples and verified acceptable analyzer performance. The customer was satisfied with the comparison study and agreed specimen integrity could be contributing to their issue. A review of the architect system operations manual and ict sample diluent package insert revealed adequate labeling with regard to c8000 maintenance, removing and installing the ict module, and troubleshooting the customer issue. A review of the c8000 clinical chemistry product improvement team metrics encompassing 12 months of trending data did not identify an adverse trend or a non-statistical adverse trend related to discrepant assay results and/or the issue in the current complaint. Based on the available information, a specific system related cause could not be identified.

Manufacturer narrative:
No consequences or impact to patient. High test results. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.